Manufacturer narrative:
D5: information unavailable. The outer gasket on both sleeves were found to be conforming. The obturator was tested on both sleeves and found to function as intended.

Event description:
The device was used during an unknown procedure. It was reported by the rep the gaskets of two trocars were torn and gas leakage was found. A new torcar was opened to complete the case. There was no consequence to the pt.